Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the setscrew mark on the is-1 pin was too proximal, the lead was not fully inserted into the device. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that four hours after implant of lead patient received approximately 50 shocks due to oversensing and possible lead damage. Lead was replaced. No patient complications have been reported as a result of this event.